Event description:
It was reported that the customer had high blood glucose levels of 522 mg/dl. The customer reported that the customer treated with manual insulin injections. The customer reported dropping the insulin pump in the toilet and would need a replacement insulin pump. The customer also reported a full black screen on the insulin pump that could not be cleared. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No black screen anomaly or display anomaly could be verified due to the blank display. No displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could be performed due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).